Event description:
It was reported to philips that there was intermittent issue with the hard disk of the host pc. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information clinical use was unknown. It was reported that there was intermittent issue with the hard disk of the host pc. Upon further inspection, philips field service engineer (fse) found that the database is corrupted. Fse was unable to reinstall the software. Later, fse found that the system remains stuck on the bios page with the message "error hard disk" in follow-up and found that there was no direct communication between the host pc and the ippc. The defective host pc was returned to failure analysis and there was no failure observed. Fse replaced the hard drive and the host pc and reinstalled the operating system and system applications. After that, the system was returned to use in good working. The codes were updated based on the investigation outcome.